Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was cut in three (3) pieces and surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. The investigation did not suggest that the lens condition observed has been affected by the manufacturing process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during the implantation of a tecnis zcb00 22.0 diopter intraocular lens (iol) there was a capsule tear. The incision was enlarged and the iol was removed in pieces. A vitrectomy was performed and the surgeon used a different 3 piece iol to complete the procedure. In follow up it was learned the patient had a posterior polar cataract and that is why the capsule tore. There were no quality concerns with the iol. The patient is reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.